Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When activating the safety button, the needle did not retract and remained stuck. This happened once on (B)(6). There was no damage in this week's incidents.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5091272. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the product was observed partially activated. It is possible that the partial retraction resulted from damage to the cylinder component. A damaged cylinder component may be caused by pressure variation or a failure in the sensor reading station within the barrel positioning station. This damage could result in incomplete needle retraction. Corrective actions related to the issue of needle retraction failure will be addressed in a corrective and preventive action plan initiated. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.